Event description:
The recipient is reportedly experiencing poor performance and facial nerve stimulation with device use. Revision surgery is under consideration.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
(B)(4). The external visual inspection revealed that the array was severed prior to receipt as well as slices on the fantail region and damage to the epoxy header. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical test performed. This device was explanted for medical reasons. This device passed all of the tests performed. This older device configuration is no longer manufactured. This is the final report.